Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02717.

Event description:
It was reported patient has been indicated for hip revision approximately 25 years post-implantation due to unknown reasons. The cemented liner and head are planned to be revised in order to implant a competitor cup.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent hip revision approximately 25 years post-implantation due to unknown reasons. The head, liner, and cup were revised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.